Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged latch roller. This malfunction was identified during service; therefore, there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). (B)(6) the flogard infusion pump was serviced on-site. An alarm log review, visual inspection, battery and functional testing were performed. During visual inspection it was identified that the door latch roller was damaged. The cause of the damage is unknown. The latch roller was replaced. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.